Event description:
A customer reported an occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer services instructed the caller to disconnect from the site and perform corrective actions, including loading a new cartridge and delivering a bolus which was completed successfully. As a resolution, technical support arranged for a one-time replacement pump to be provided.